Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected audio or vibrate alarm anomalies noted. Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer also had blood glucose level of 318 mg/dl. The customer ran out of insulin the other day and the insulin pump did not alarm, she also states there was damage to the insulin pump where the battery goes in, it was chip. Customer treated his blood glucose with manual shots and insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.